Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously high troponin (accu tni) results that were generated by the unicel dxi 800 access immunoassay system for two (2) pt samples. Pt a and b samples were tested for accu tni and results of 0.58 ng/ml and 2.17 ng/ml were obtained respectively. The results were reported out of the lab. The original samples were re-tested on a backup instrument in the customer's lab and repeated results were : 0.01 ng/ml for pt a and 0.15 ng/ml for pt b. Corrected reports were submitted. In addition, both pt samples were tested on another instrument and accu tni results were: 0.03 ng/ml for pt a and 0.20 ng/ml for pt b. Customer stated that at least one pt was sent to the cardiac cath lab.

Manufacturer narrative:
The samples were plasma type, collected in lithium heparin tubes with gel. The specimens were centrifuged at 5,000 rpm for 5 mins. Per customer, for accu tni values at 0.06 ng/ml, the ER starts cardiac workup protocol, in which two subsequent draws for cardiac markers are done. Qc is run each shift and was within specs before the event. Customer runs system check once per week. System check results were not provided, but customer stated that the most recent system check was within specs. No samples were flagged with errors. A field service engineer (fse) was dispatched to the customer's lab: the fse inspected the instrument and addressed several hardware issues. The fse performed a preventive maintenance (pm) to the instrument. The fse done correlation test between the dxi and a backup instrument using pt samples and obtained acceptable results. The fse conducted precision runs on three levels of qc and results were within specs. The fse verified the instrument which was performing to specs. Hardware issues (defective vacuum pump, precision pump, bent sample probe) addressed by the fse may have contributed to this event. A malfunction will be assumed for the purpose of this report.